Event description:
A third-party service agent contacted physio-control to report that their customer's device had a white screen. A white screen can be indicative of a device lockup that could delay, or prevent defibrillation therapy, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A root cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device. Physio-control is waiting for clarification of results. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had a white screen. A white screen can be indicative of a device lockup that could delay, or prevent defibrillation therapy, if needed. There were no reports of patient use associated with the reported event.